Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm powers on but has no sound when tested with new batteries. The low battery indicator is not working. There is damage to the bottom right corner and near the battery compartment on the alarm case. (B)(4).

Event description:
The customer reported that there is no volume on the alarm when selection is made to increase sound. The batteries have been replaced with a new supply. The customer reported that there is no damage to the outside of the case. There was no pt injury reported. Inspection of the product found that the alarm powers on but there is no alarm sound. The low battery indicator is not working.